Manufacturer narrative:
(Anastomotic bleeding, wall portion dehiscence of anastomosis, anastomotic stenosis, recurrence) title perineal rectal sigmoid partial resection multicenter therapeutic analysis of rectal prolapse source chinese journal of gastrointestinal surgery, volume 20, 2017 (1370-1374) article number: 12 date of publication: december, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from september 2010 to july 2016. There were 52 patients included in the study. Post-operative complications reported include: 2 anastomotic bleeding, 1 wall portion dehiscence of anastomosis, 1 anastomotic stenosis, and 5 patients experienced recurrence. No further information is available at this time